Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was also collected from the device and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. A critical ram parity error por occurred on (B)(6) 2015.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. In addition, the device had reached elective replacement indicator (eri) approximately one month prior to the reset. The device remains in use. No patient complications have been reported as a result of this event.